Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The troubleshooting measures included replacement of the console vertical motor and the vertical motor power cable, as the faults were present in the console vertical motor and a hard power cycle did not resolve the issue. The errors were reproduced while on site, and the stated parts were replaced, which resolved the issue.

Event description:
It was reported that during a hiatal hernia - paraesophageal procedure using a da vinci 5 system, an ergo error 23062 was observed prior to starting the case. The technical support engineer guided the caller through a hard power cycle of the console, but this did not resolve the issue. The caller confirmed that the procedure was aborted to another da vinci xi system, and further troubleshooting was recommended for the vertical motor and associated power cable. The procedure was aborted and completed on another da vinci system with no report of patient injury or death.